Event description:
A pt suffered a witnessed cardiac arrest in the medical assessment unit. Philips handsfree multifunction pads were applied to the pt. The message "apply pads" displayed although the pads were already on the pt and attached to the defibrillator. The staff pressed down on the multifunction pads in an effort to improve contact. The "apply pads" message still displayed. The staff switched to a second defibrillator, which was readily available from the same unit, and used it with the initial set of pads. The same message "apply pads" was diplayed. A second set of pads was applied and a waveform appeared. The pt was successfully defibrillated. It was at least 12 minutes before another defibrillation was required. The pt was ultimately defibrillated an add'l six times. The pt survived for an add'l 24 hours, then expired.